Manufacturer narrative:
The operator was doing daily quality control (qc) on the vertex camera. The operator sent the camera from the home position to pre-programmed total body position and turned away from the camera. When the operator turned back to the camera, the end stand had made contact with the edge of the detector. The operator activated the emergency stop (e-stop) and at this time a pop-up message displayed on the monitor: motor power off. The operator was not familiar with this message and thought the emergency stop did not work, so the operator then released the gantry breakers to disable all power to the camera. The field service engineer (fse) went to the site and conducted an initial inspection of the system, powered the system back on but could not move the end stand. Detector radius 2 was used to remove the collision. The fse left the camera powered off and removed it from service until he could return to do complete inspection. When the fse returned, he tested the e-stops and the collision sensors and confirmed they were working. The edge of the detectors did require additional force to activate than the center of the detectors; however, there was no damage to the detectors. The table z1 and z2 motor controller fuses had failed and were preventing the end stand from moving and the fuses were replaced. With the system operational, the fse completed pre-programmed motion (ppm) and intrinsic floods with no issue. Further investigation determined the following: the details were verified that the vertex system patient pallet was not installed on the diving board/end stand when the operator started the daily quality assurance (qa). The collision of the detector and the end stand diving board occurrence is not consistent with, nor would it occur with, standard clinical workflow as the patient pallet would be in place, and was not in this case. The end stand fuses opened at some point during this event, but log files do not confirm if this occurred prior to the collision preventing the end stand from raising as expected or they opened as a result of the collision. The probable cause was determined to be a failure of a pre-programmed motion. It was also noted the vertex system had not been used for a clinical study in over a year. Additional maintenance was refused by the customer as the system will be decommissioned. Internal cross reference: complaint (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
During setup for a quality control (qc) acquisition, the system was moving into position when the head endstand impacted the surface of detector 2 but no collision sensor activated. The philips field service engineer (fse) confirmed that detector 2 collision sensor failed to activate and the hand controller emergency stop (e-stop) button when pressed gave an error message that the motor power was off. The operator had to turn off the gantry breakers to halt the system motion.

Manufacturer narrative:
Adding additional information that was erroneously not included in the follow-up 1 emdr: based on the investigation conclusions, the issue has been determined to no longer be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.